Manufacturer narrative:
The insulin pump was received with detached end cap. Unable to perform rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime alarm due to detached end cap. The end cap sticker was inspected and no anomaly noted. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that he dropped his pump while he was in the shower and the dome label sticker keeps falling off. Customer stated that the drive support cap appears normal. The pump failed the displacement test and the customer had a compromised force sensor system alarm. Customer mentioned that his blood glucose was a little higher this morning. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.